Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0bm8j, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that there was pain from the implantable neurostimulator (ins) site down the right leg. There was a return of retention symptoms. Also, there was a change in the location of stimulation from the vaginal area to now only in the rectum. There was pain in the bladder. The patient adjusted stimulation, however, it did not resolve the issue. The patient was lifting a television and fell backwards right on the ins and hip. This fall occurred on (B)(6) 2015 and it was also when the pain down the leg, change in stim location, and return of symptoms started. The pain in the bladder occurred a few days after the fall. The patient was going to follow-up with their health care professional (hcp). It was considered a sudden change in therapy/symptoms. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim. No outcome or intervention was reported regarding this event. If additional information is received, a follow-up report will be sent.